Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during the procedure, an EU ent4.5mmd 14mml wno dstl tp intracranial stent became impeded in middle section of a prowler select plus 150/5cm microcatheter (mc) and could not advance any more. The physician removed the microcatheter and stent from patient and changed to a new microcatheter, then delivered the stent again, but the stent was still impeded in the second microcatheter and could not pass through the mc. The doctor retracted the stent and switched to a new one to complete the surgery with the second microcatheter. The procedure was prolonged about 30 minutes. Additional information received on 08-dec-2023 indicated that they were no able to torque the device. There was no evidence of physical material within the device. Other devices were successfully used with the concomitant device prior to the encountered resistance. The mc did not kinked/bent. Treatment was to 2.6mm an aneurysm at the middle cerebral artery. The procedural delay was not clinically significant. A non-sterile EU ent4.5mmd 14mml wno dstl tp intracranial stent was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit. The delivery wire and the introducer were in good condition (i.e., no kinks, bents, or elongations). Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The being impeded in the middle section of the microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, the returned component did not present damages that suggest that it was forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment was not originally reported in the complaint and it is suspected to have appeared during the withdrawal of the device. This condition is not considered related to the reported issue. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8546186. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00953.

Event description:
As reported by the field, during the procedure, an EU ent4.5mmd 14mml wno dstl tp intracranial stent became impeded in middle section of a prowler select plus 150/5cm microcatheter (mc) and could not advance any more. The physician removed the microcatheter and stent from patient and changed to a new microcatheter, then delivered the stent again, but the stent was still impeded in the second microcatheter and could not pass through the mc. The doctor retracted the stent and switched to a new one to complete the surgery with the second microcatheter. The procedure was prolonged about 30 minutes. Additional information received on (B)(6) 2023 indicated that they were no able to torque the device. There was no evidence of physical material within the device. Other devices were successfully used with the concomitant device prior to the encountered resistance. The mc did not kinked/bent. Treatment was to 2.6mm an aneurysm at the middle cerebral artery. The procedural delay was not clinically significant.